Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The trek balloon dilatation catheter (bdc) was used in the procedure; however, the balloon ruptured at 18 atmospheres (atm) during the first inflation. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The UDI number is not known as the part and lot number were not provided.

Event description:
Subsequent to the initial report being filed, it was reported that the correct device used in the procedure was a 3.25x23mm xience skypoint stent. During the first inflation a leak of contrast was noted and assumed to be a balloon rupture. Although the balloon from delivery system was thought to have ruptured, the physician was able to successfully deploy the stent by maintaining the pressure manually to implant the stent. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material rupture was confirmed as a leak. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the stent delivery system was inflated to 18 atmospheres (atm). It should be noted that the xience skypoint instructions for use (IFU) states that the rated burst pressure (rbp) for the device is 16 atm. In this case, it is unlikely that the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that a balloon rupture was observed during the procedure. Analysis of the returned device noted no damage on the balloon; however, a leak was noted at the guide wire exit notch. This type of damage is consistent with manipulation of the stent delivery system (sds) against the guide wire. It is likely that manipulation of the sds during the procedure contributed to the reported leak. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. D4 correction: primary UDI number updated. D4 correction: catalog# updated. D4 correction: lot # updated. Medical device problem code 2017: above rbp.